Event description:
It was reported that the patient had a urinary tract infection with symptoms of urinary frequency, urgency, and hesitancy. The etiology of the issue was noted as ¿new illness, injury. Interventions included treatment with keflex and pyridium. The outcome of the event was reported, as of (B)(6), 2011, as resolved without sequelae. If additional information is received, a follow report will be sent.

Manufacturer narrative:
(B)(4).